Manufacturer narrative:
(B)(4). A device history report (DHR) was reviewed and no issues that could have contributed to the reported failure were noted. The device was manufactured according to release specifications. There was no complaint sample returned for investigation. Therefore, no physical assessment could be conducted, and investigation will be based on document review. In the absence of any sample returned and limited information available on this complaint, further investigation could not be conducted and therefore; complaint is not confirmed. However, manufacturer will continue to trend relating complaints. Results - no result code available that could accurately describe that the complaint was confirmed, but the root cause is unknown.

Event description:
Alleged issue: the catheter was being used in the pediatric intensive care unit. The nurse discovered that the faulty balloon in the patient had decreased urine output within an hour. When the nurse checked the diaper for potential catheter bypassing, it was discovered that the catheter was no longer in the patient , and nothing was left in the balloon. No patient injury reported.

Manufacturer narrative:
(B)(4). The device sample was not received by the MFR at the time of this report.

Event description:
Alleged issue: the catheter was being used in the pediatric intensive care unit. The nurse discovered that the faulty balloon in the pt had decreased urine output within an hour. When the nurse checked the diaper for potential catheter bypassing, it was discovered that the catheter was no longer in the pt, and nothing was left in the balloon. No pt injury reported.